Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred. The customer's blood glucose level was 60-90 mg/dl. Additional information was not provided. The customer declined further follow up from tandem technical support.